Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record was reviewed and there were no issues related to this issue on the product nor its components during the manufacture of the material.

Event description:
The event is reported as: the customer alleges that while preparing the nebulizer for use, it was discovered that the mouthpiece of the device was missing from the package. The patient's safety and well being was not jeopardized.